Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred and the procedure was cancelled. During a left atrial appendage closure procedure, a nrg needle was selected for use. The patient had challenging anatomy and limited trans-septal access. A nrg radiofrequency needle was used for trans-septal puncture (tsp) and the patient experienced blood pressure issues during the tsp. Hence, a second tsp was performed but access was only gained through the previous crossing point. The procedure was cancelled due to the patient anatomy prior to effusion being noted. Approximately two hours post-procedure, a circumferential pe was identified primarily on the right side. No additional intervention was taken. The patient was kept for monitoring and expected to recover fully. It was further confirmed the patient was monitored and discharged the following day after the procedure. There were two transseptal sticks with difficulty and also multiple devices and recaptures due to anatomy. Case was aborted due to anatomy not effusion issues. The physician is unsure about the effusion origin. The patient is re-schedule for another tsp.